Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4194 implantable pacing lead (B)(6) 2006, 5076 implantable pacing lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported by the patient that the device battery was draining too fast and it did not last as long as it should have. The device was explanted and replaced. No patient complications have been reported as a result of this event.